Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to inspect and clean the pump, remove an o-ring from the pneumatic tap, and ensure the cartridge was properly attached before successfully completing the load process and resuming insulin deliveries.